Event description:
This intuitive instrument was returned to me with a note stating that the scissors are dull. At the conclusion of the case on the date listed above there were 4 lives remaining. There was no harm to the pt indicated and the case was completed as planned.